Event description:
A transurethral resection procedure (turp) was being done when the surgeon noted that a fragment of material had broken off. The piece was from the inner resectoscope sheath tip. It was retrieved with no difficulty and no pt injury reported.